Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 304 mg/dl at time of incident and current blood glucose level was 325 mg/dl. The customer¿s blood glucose level was 400 mg/dl and 310 mg/dl. The customer was treated with pump. It was reported that the sensor was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.